Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that the head 2 of skylight gamma camera was moving vertically downwards and hit a box under it. Collision sensors eventually stopped the movement. Head 2 was then manually moved up and the box was removed. Then after, the camera was set to park, but head 2 fell down to the bottom (lowest position of head 2) with a loud noise.